Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self-test, prime and seating test. No unexpected low battery alerts were present in the format history file. Multiple unexpected battery power loss anomalies were noted in the long trace file and an unexpected replace battery alert while monitoring due to connector resistance issue. The power management graph indicated connector resistance issue. The connector for electronic board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for two days with the device functioning properly during testing as shown in the power management graph. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and damaged keypad overlay texture.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had the same occurring problem with the replace battery alarm. The alarm history was reviewed. The customer received a low battery alert prior to the replace battery now alarm. The timing was less than 10 hours from the low battery alert to the replace battery now alarm. The customer stated the battery was not previously used. The battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery now in less than 10 hours after the low battery warning. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.